Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm trace pointers are invalid, history pointers failed, post-reset ram crc alarm, motor arm cannot communicate with the main arm. Customer's blood glucose at time of incident was unknown. Customer did not want to continue troubleshooting and was request the local office to contact her.